Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 359 mg/dl with moderate ketones. Customer believed the cause to be related to the infusion set; however no issues were observed, and cause of elevated bg level was unknown. Bg was treated with intravenous insulin. Reportedly, customer left the ER in stable condition (bg 212 mg/dl).